Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On march 31st 2016, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter read inaccurately high compared to their feelings and/or normal readings. This complaint was classified based on additional information obtained by the customer service representative (csr) during up a follow up call with the patient. The patient stated that the alleged inaccuracy occurred on (B)(6) 2016. At this time the patient obtained a blood glucose reading of ¿190mg/dl¿ with the subject meter. The patient manages their diabetes with ¿insulin and pills¿ (type and dosage unspecified) and took an unspecified increased dosage of insulin in response to the alleged high blood glucose result obtained on the subject meter. The patient stated that a few minutes after taking this insulin they suffered a ¿loss of consciousness¿. As a result of this, the emergency medical services (ems) were called and they treated the patient by giving the patient food and/or drink in order to raise their blood glucose levels. No further ems treatment was noted at this time. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. The unit of measure was set correctly on the subject meter and the patient¿s meter was requested for evaluation. This complaint is being reported because the patient allegedly obtained an inaccurately high reading on the subject meter which led to them developing symptoms which are suggestive of serious injury after the alleged meter issue began.